Event description:
It was reported that sensing, intermittent/under, atrial was observed. Programming changes were made to resolved the issue. The device remains implanted. The patient was fine prior, during and post event.